Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty appears to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a pulse field ablation (pfa) procedure. Reportedly, with 3 prostyle devices, the entire suture including the pre tied knot came out of the patient anatomy. Use of the prostyle was abandoned. The sheath was upsized to greater than 10f, and the pfa procedure was completed. Hemostasis was achieved using manual compression. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.